Manufacturer narrative:
The reported product's were returned and investigated. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving inaccurate high readings on their adc blood glucose meter. Customer reported receiving a meter reading of 162 mg/dl compared to a lab result of 85 mg/dl within 10 minutes. Customer also reported receiving a meter reading of 93 mg/dl comparted to a lab result of 41 mg/dl. Both sets of readings when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.